Event description:
The reporter indicated that the device was programmed to ddir mode of operation with high ventricular outputs (5.4 volts or 8.1 volts). The device intermittently sensed noise and reverted to noise mode of operation while there did not appear to be any noise source.